Event description:
It was reported that during an unknown procedure, the device was locked on the tissue. The surgeon pulled the device off and tore the tissue. Due to a clip being below the tear there was no bleeding. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(6).